Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the volume overload was not thought to be left ventricular assist device (lvad) related. The cause was not determined. Because of the rhc, the speed was increased from 5300 rpm to 5500 rpm which caused a mild decrease in pressures. The patient was admitted for diuresis and treatment of their driveline infection. They were given a lasix (furosemide) bolus and were started on lasix drip. The lvad was functioning normally with no alarms.

Event description:
Additional information was received that the patient was admitted on (B)(6) 2024 with fatigue and fevers. Two blood cultures were taken and were negative. Driveline drainage was present, and the patient was started on intravenous cefepime. The fevers resolved. The patient was deemed stable for discharge on (B)(6) 2024 with plans to use gentamicin drops on the driveline and transition to cipro (ciprofloxacin) 500 mg twice a day.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight is unknown and information was to be requested. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a driveline pull on (B)(6) 2024 causing the outer silicone hub to be exposed. The patient was started on ciprofloxacin prophylactically. The patient was seen in clinic on (B)(6) 2024 and was admitted for a right heart catheterization (rhc) for volume overload. The driveline continued to have drainage; cultures taken were positive for proteus. Subsequent blood cultures taken were both negative. The patient continued on ciprofloxacin for three weeks and was also given steroids for 5 days due to skin irritation related to medipore tape. The patient was transitioned to paper tape for their driveline. The patient was deemed appropriate for discharge on (B)(6) 2024.